Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Additionally hcp reported, "breast swelling, tenderness and associated firmness of...the right breast." Ultrasound report noted ¿small amount of loculated fluid is noted adjacent to the implants, suspicious for a loculated rupture or disruption.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and weight to the spec. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture, swelling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Additionally hcp reported, "breast swelling, tenderness and associated firmness of...the right breast." Ultrasound report noted ¿small amount of loculated fluid is noted adjacent to the implants, suspicious for a loculated rupture or disruption.¿ device has been explanted.